Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up check in the clinic, the device was found in backup vvi mode. It was indicated that the patient underwent a magnetic resonance imaging (MRI) scan of the neck. The device settings had not been re-programmed when the patient had the neck scan. It was determined that the device had entered backup operation because of electromagnetic interference (emi) during MRI. The device was non-invasively programmed out of the backup-vvi condition. A firmware download was performed, and the device was restored to normal operations. The device remains implanted.